Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no sepecific event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Implant date: no specific date was given but it was reported that the stent was implanted sometime in (B)(6) 2020. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 21, 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in (B)(6) 2020. Reportedly, the patient had chronic pancreatitis. According to the complainant, during a follow-up procedure, it was noted that the stent migrated proximally and was confirmed under fluoroscopy. Reportedly, the physician attempted to remove the stent, but the stent was difficult to remove because the stent migrated. The removal of the stent was unsuccessful. The stent remains implanted and the patient will be re-scheduled for another stent removal procedure, but the exact date is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.